Event description:
Hill-rom received a report from the account stating the nurse call was not working. The bed was located at the account in the bed shop. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).

Manufacturer narrative:
The hill-rom technician found the nurse call not working due to the cable on the right side was torn out. Per the hill-rom service manual the advanta bed requires an effective maintenance program. Preventative maintenance will minimize downtime due to excessive wear. Communications: inspect and test the communication junction box. Test the side com communication system features for proper operation. Inspect the communication cable including the male and female pins in the plug. Test the nurse call super capacitor for proper operation. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unknown if the facility performs preventative maintenance on their beds. The technician replaced the bed the nurse call pc board to resolve the issue. Based on this information, no further action is required.